Manufacturer narrative:
Initially was reported on (sn (B)(6)) but the dr confirmed that (sn (B)(6)) lead is at fault and changed the device information.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the right lead (sn (B)(6)) was replaced, and therapy was restored.

Event description:
It was reported one of the leads (right) was exhibiting high impedances. Patient is receiving therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000069986.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The cause of the fractures are consistent with a fall the patient reported having a few years ago. Corrected data: d. Suspect medical device. Health effect - clinical code.